Event description:
An output anomaly was reported during ICD implant. A message was received stating therapy was aborted due to possible output circuit damage. Lead fracture was observed. The lead was explanted the next day. The lead will not be returned.

Manufacturer narrative:
No medwatch form was received.